Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 242 mg/dl. Reportedly, the customer was using an off-label infusion set. Tandem technical support educated the customer regarding labeling instructions. An infusion set change was performed and insulin delivery was resumed.